Event description:
It was reported that the patient presented into the emergency room with complaints of a burning sensation near the device system. An x-ray showed the device had migrated downward from its original position. The device was explanted and replaced.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.